Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited difficulty in extraction as this rv lead became stuck from the subclavian area secondary to adhesion in superior vena cava section. In addition, the patient experienced infection. This rv lead was explanted, replaced with non-boston scientific leadless pacemaker and will not be returned for analysis. No additional adverse patient effects were reported.